Event description:
Additional information was received from a patient (pt). It was reported that they got a letter from vigilance as they had reached out to mdt since the pt's device was no longer charging. Caller said that they were given a couple names and they finally reached someone in champaign, il. Caller said that the pt had been without a usable device for several weeks since the ins battery quit charging, and so they had scheduled an appointment with their healthcare provider (hcp) who said that they couldn't detect anything wrong with the pt. Caller said that it then dawned on them that the pt had no pain like they had before even when the ins wasn't usable. Caller said that hcp was questioning if the pt even needed the ins. Caller said that the letter said that it was noted that they were meeting with a mdt rep to address the poor communication issue. Caller said that it wasn't poor communication and that it was that they just hadn't found the right person. Caller thought that the letter was referring to lack of communication/miscommunication. Agent reviewed the poor communication screen meaning with the caller and what the letter was actually referring to. Caller said that they never tried to diagnose the ins since the pt didn't seem to need the ins. Caller said that the ins would not be replaced. Caller said that the pt had pain for 20 years from shingles and that now the pain had gone away or to the point where the pt no longer felt the pain anymore. Caller said that they were grateful for the ins and that they gave mdt an a+ for the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was caller stated, "it does not appear to be charging" caller clarified the recharger was charging but the pt programmer is not powering up even after they replaced the aa batteries. The issue was not resolved. A replacement programmer was sent out. Per additional information received on 06sep2024, pt representative called back reporting that they received the replacement patient programmer but were still having issues. Caller stated that the patient programmer was not working, and they have tried to use the manual but still cannot get it to work. Agent walked caller through a patient programmer reset and caller stated that the device powered back on. Caller noted on the screen it displayed sync, agent walked caller through synching the device to the implantable neurostimulator (ins) but caller said they got a blank screen. Agent had caller describe the screen and understood it to be poor communication and had the caller try twice more but still were getting poor communication. Agent asked the caller when the patient was last able to successfully charge the ins, caller said it was over the weekend. Pt joined the call and noted that they never had any troubles with the device and that it always worked until now. Agent advised the patient to follow up with their doctor due to poor communication, caller asked if there was a manufacturer representative (rep) that could help in person with the issue as the patient goes and has their equipment checked once a year by a lady. Agent reviewed role of rep with caller, caller requested reps¿ assistance with the issue and that they are in the process of finding the patient doctor but will go anywhere. Agent offered and sent an email to the field. Per additional information received on 09sep2024, pt representative called back and repeated previously documented information. Caller mentioned they were waiting to hear back from a rep. Caller mentioned they went to the hospital to get a hold of someone, and they reached out to rep. Caller mentioned their mom will be in a lot of pain and their mom does not remember who their healthcare provider (hcp) was. Caller also mentioned the patient falls and different things. Agent reviewed with caller the hcp on file. Agent called back and caller confirmed they will be meeting with the rep.

Manufacturer narrative:
B3: event date is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.